Event description:
The head of handpiece became hot and burned the doctor's palm of his hand. He was testing how hot it was to his palm. The initial burn was the size of the back cap. Onitment was applied to the burn.

Manufacturer narrative:
The doctor was informed that the handpiece bearings/gears are worn and gritty. The drive assembly, head, insert, cover nut and back end cap are bad. Maintenance information was reviewed with the doctor and scheduled maintenance was recommended.